Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the pressure gauge needle did not go up. The target lesion was located at the common iliac artery. A 26 mt single encore balloon catheter inflation device was selected and used to inflate a mustang balloon catheter. During procedure, the device was able to inflate the balloon twice. Upon 3rd inflation, the balloon was inflated; however, it was noted that the pressure gauge needle of the device did not go up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.